Event description:
The patient called to report that six v-go's after a few hours of wear the adhesive would not stay attached to her abdomen. The patient stated she does clean the area with alcohol and lets it dry completely before applying the vgo. The patient also stated she makes sure she places the vgo on an area that remains flat. The patient also stated she discarded the vgos.